Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor was displaying service code 204 messages. The monitor's electrode belt connector was loose from the monitor enclosure, preventing incoming functionality testing. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient had a damaged monitor case.